Event description:
It was reported to the distributor that during a procedure, the suture broke at the place where it was, attached to the tapercut. The tapercut was not blocked in the needle carrier and was lost in the pt's body. It is unknown if the tapercut (bullet) was retrieved.

Manufacturer narrative:
Manufacturer will continue to monitor this issue through trending. The device was not returned. No results are available at this time.